Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer noted the teflon pad of the harmonic instrument melted. The customer used a backup instrument. No fragment fell into the patient. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. There was no arcing events. The instrument was inspected prior to use with no damages noted. Both harmonic ace instruments were used for less than 5 minutes. There was no instrument collisions, no fragment fell into the patient and no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was found to have missing the teflon pad on its clamp arm. The instrument was found to have blade damage, and indented. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.